Event description:
It was reported that a xia navigation enabled driver was disengaging from screws intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Additional data: d4, d9, h3, h4 h6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.